Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion event on (B)(6) 2025. The blockage was in the tubing. No further information available.